Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the patient had tortuous vein and left ventricular lead had difficulty being positioned. During multiple repositioning, the lead exhibited capture anomaly. The procedure was aborted and the lead was not implanted. The patient tolerated the procedure well and was in stable condition prior, during, and post operation.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.